Event description:
Pt seen initially in 2003 for intermittent chest pain lasting 3-4 days. EKG-sinus tech, cxr-nl tox screen-nkg. Pt admitted with troponin level 3.14 ck 138 ckmb 3. Cardiac cath recommended, pt declined. Stress test performed with "small abnormality". Pt presents to cardiologist 2 months later with chest pain. Troponin ordered 2.38 sent to hospital for cardiac cath. Repeat troponin negative at hospital, (method: dimension). Pt underwent cardiac cath: normal findings.